Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms of hypoglycemia described as "secaded gesture, sweating, loss of mobility and speech" and was unable to self-treat. Customer was treated with sweet drink and candy provided by her parents. No further treatment was reported. There was no report of death or permanent impairment associated with this event.